Manufacturer narrative:
The field service engineer (fse) found that the cell rinse water was overflowing and readjusted it. A reagent issue was excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c 501 module. The initial sodium result was 167 mmol/l. The repeat result was 139 mmol/l. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The electrode lot number and expiration date were requested but not provided.